Manufacturer narrative:
Due to character restriction block e1event site telephone# is (B)(6). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The ECG and pressure signals were normal. It was determined that the use of a third-party balloon without the extension tube in the kit was the cause of the failure. All performance and safety tests passed. The iabp was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) after the computer started running for a period of time, the counterattack stopped and the display showed no trigger. The trigger was replaced with another pressure mode. It didn¿t work, so they decided to pull out the balloon.there was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) after the computer started running for a period of time, the counterattack stopped and the display showed no trigger. The trigger was replaced with another pressure mode. It didn¿t work, so they decided to pull out the balloon.after replacing the iabp, it was used normally. There was no patient harm reported.